Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 5, thin and small leaflets. To triclips were implanted without issues. A triclip xtw was inserted, and grasping was performed. However, difficulties grasping the leaflets occurred. The clip was repositioned for grasping attempts. However, while closing the leaflets, tr increased. An echocardiogram was performed and revealed a tear in the posterior leaflet. Due to the tear, the clip was repositioned more posterior at the p2 segment, and successfully grasped the leaflet. The clip was implanted on both leaflets. The procedure was completed with three clips implanted, reducing the tr to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the difficult or delayed positioning associated with leaflet grasping appears to be related to patient anatomy (small posterior leaflet). Unspecified tissue injury (posterior leaflet tear) appears to be related to procedural conditions associated with difficulty grasping the leaflets. Tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.